Manufacturer narrative:
The reported inability to tighten the set screws was confirmed in the laboratory. Visual inspection identified stripped set screw and silicone septum material inside the right atrial and right ventricle screw hex cavity. This material and the stripped setscrew prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
During the implant procedure, the pacemaker setscrew was unable to hold the lead in place when tightened. The physician tried several times to resolve the problem with no success. The physician used a new pacemaker to successfully complete the operation. The patient experienced no adverse consequences.